Event description:
Dealer reported that a pt using a device at 6 lpm was being transported within a hosp when he developed respiratory distress, shortness of breath and restlessness. Pt required intubation and was returned to ICU. The hosp checked the device and stated the unit was empty. A respiratory therapist refilled the unit and was only able to get flows at 2 lpm. Dealer picked up the device on 1/29/97 and stated that 2 contents indicator screws and the quick connect retainer ring were missing. No add'l inspection or repairs were made due to potential litigation. Unit was segregated and forwarded to MFR.